Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. The reporting facility did not provide a lot number or any identification of the product. Two photo's provided. It is difficult to discern if there is an iol in the eye from these photos, but there appears to be scratch/mark/lines present on/near the pupil. The exact location of the scratch/mark/lines cannot be confirmed. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. Based on our observation of the attached photo, it is difficult to discern if there is an iol in the eye from these photos, but there appears to be scratch/mark/lines present on/near the pupil. The exact location of the scratch/mark/lines cannot be confirmed. A definitive determination of the reported complaint cannot be made based on available information and without the evaluation of the physical product. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a description of two intraocular lenses (iol) with multiple scratches on the lenses. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).